Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Elective replacement indicator was no, indicating that the generator had not reached end of service. It was initially reported that the patient could not feel stimulation, but later reported that they could. No adverse event was reported in conjunction with the high lead impedance condition. Review of x-rays did not reveal any obvious discontinuities in the ncp system. Investigation to date has been unable to determine the cause of the high lead impedance reading. Lead break is suspected. Plan of action is unknown at this time.

Event description:
The exact cause of the reported event cannot be determined. The likely caused of the high lead impedance is a lead break; however, the cause of the lead break is unknown since the device was not returned to manufacturer for analysis.